Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not inflating properly. Surgical intervention was performed, and there was excess tubing that was tangled resulting in the inflation issue. A new ipp pump was implanted, and the appropriate length tubing was used. There were no patient complications reported.